Event description:
Event description boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) suffered from twiddler's syndrome. Loss of capture was observed in the right ventricular defibrillaltion lead and in the right atrial pacing lead. During the lead revision procedure, both leads were found to be in the pocket area near the device. In both leads, the helix mechanism was stuck such that the leads could not be repositioned. New boston scientific leads were implanted. The original device was attempted to be attached to the new leads; however, one setscrew on the device was stuck. A new boston scientific ICD was implanted. There were no patient symptoms reported with this clinical observation.